Event description:
Device 1 of 3. Reference MFR report # 1627487-2013-19231, 19232. It was reported the pt's stimulation was not covering her painful areas. It was also reported the pt experienced pocket heating while charging. The pt stopped using and charging her system over a yr ago. As a result the ipg is depleted. Surgical intervention is planned to resolve the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.